Manufacturer narrative:
Device not returned: end of support life.

Event description:
It was reported to philips that the led indicators do not light up at times when the battery is charged. There was no reported patient involvement.